Event description:
It was reported that this right atrial (ra) lead had fracture after implantation. This lead was then explanted and a new lead was placed with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid - the dried blood/body fluid was loosened; the helix is functional. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead had fracture after implantation. This lead was then explanted and a new lead was placed with the same model. No additional adverse patient effects were reported.